Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01283. This report is being submitted as additional information. (Correction per vad coordinator) the patient was suspected to have pocket infection and initially listed for transplant. Approximate age of device- 1 year and 3 months. Thrombus was confirmed based on the photograph submitted for evaluation. The report of power elevations can be confirmed through the submitted log files. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient implanted with a different device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Device disposed,and image provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with elevated lactate dehydrogenase (ldh), splenic infarcts, lvad pump power elevations, and suspected pump thrombus with embolization. The patient was treated with high-intensity anticoagulation and antiplatelets, and was elevated on the transplant list. It was reported that the patient was explanted on (B)(6) 2018. The plan was to exchange the lvad however during the exchange; it was discovered that the patient had a highly infected pump pocket. Due to the amount of infection, it was best to transplant the patient. The pump was disposed. Vad was explanted (B)(6) 2018 with confirmed pump thrombosis ,or cultures were negative and a different device was implanted on (B)(6) 2018

Event description:
Correction: vad was explanted (B)(6) 2018 with confirmed pump thrombosis.